Manufacturer narrative:
D4: corrected the serial number and UDI.

Event description:
Clinical narrative: an (B)(6) year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical status consistent with scai shock stage d) was supported with impella 5.5, via a right axillary/subclavian arterial surgical access. Following transfer to the ICU, overnight oozing was noted at the right axillary access site by nursing staff. The oozing subsequently stopped, with the site described as soft with slight bruising and a small hematoma. The patient experienced a drop in hemoglobin and underwent CT imaging, which demonstrated a right subclavian arterial bleed at the access site arteriotomy/vessel, without evidence of vessel perforation or dissection. The patient was receiving anticoagulation therapy with heparin, monitored by act, with a reported act value of 180 at the time of the bleed; total heparin concentration was reported as 12. Management was conservative, with cessation of anticoagulation and close monitoring; the patient was not taken for surgical repair. Hemostasis was achieved by stopping heparin. The patient received three units of packed red blood cells. The patient remained on device support, and the impella device was not removed due to this event. At the time of reporting, the patient was noted to be stable, with survival outcome at explant pending as the patient remained on support. The bleeding was managed medically with discontinuation of anticoagulation and blood transfusion, without surgical intervention or device removal. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B2 selection was added and date of death was added. B5 clinical narrative was updated. H1 was revised. H6 code e0505 was removed. Codes f02 and f0203 were added. Code a25 was changed to a01.

Event description:
Clinical narrative: an 85-year-old male with acute myocardial infarction complicated by cardiogenic shock (pre-support clinical status consistent with scai shock stage d) was supported with impella 5.5, via a right axillary/subclavian arterial surgical access. Following transfer to the ICU, overnight oozing was noted at the right axillary access site by nursing staff. The oozing subsequently stopped, with the site described as soft with slight bruising and a small hematoma. The patient experienced a drop in hemoglobin and underwent CT imaging, which demonstrated a right subclavian arterial bleed at the access site arteriotomy/vessel, without evidence of vessel perforation or dissection. The patient was receiving anticoagulation therapy with heparin, monitored by act, with a reported act value of 180 at the time of the bleed; total heparin concentration was reported as 12. Management was conservative, with cessation of anticoagulation and close monitoring; the patient was not taken for surgical repair. Hemostasis was achieved by stopping heparin. The patient received three units of packed red blood cells. The patient remained on device support, and the impella device was not removed due to this event. At the time of reporting, the patient was noted to be stable, with survival outcome at explant pending as the patient remained on support. The bleeding was managed medically with discontinuation of anticoagulation and blood transfusion, without surgical intervention or device removal. Bleeding is consistent with access site complications as a result of large bore femoral procedures and the anticoagulation and purge requirements associated with impella support. It is unknown whether recommended best practices for access management were followed to mitigate the risk of bleeding. (B)(6) 2026 additional information received: withdrew care and patient subsequently expired on (B)(6) 2026. The death is conservatively being reported to the impella 5.5 but is unlikely related and is most likely attributed to patients underlying critical condition as they presented in scai stage e shock on multiple inotropes and pressors and was ventilated for respiratory support.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.